Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found no visible damage to the lens and the lens having foreign material on lens surface (clear residue and particles on the lens). (B)(4).

Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, diopter -9.5/+2.5/090 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2017. On (B)(6)2017, the lens was exchanged with a longer lens due to low vault and lens rotation. The problem was resolved.